Event description:
It was reported by service report that the main power cord ground prong is broken off. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result: ground prong, siderail panel.